Manufacturer narrative:
The indicated leakage was misinterpreted by the operator, who thought that the patient had a leakage. Because of this, the wound was reopened. The device was tested and it passed specifications.  The importance of the functional test is clearly stated in the instructions for use; additionally there is instruction on how to locate a leakage.

Event description:
On (B)(6) 2018, (B)(4)reported to (B)(4) that during a respiratory surgery in (B)(6)on (B)(6) 2017, a patient had to have a re-opened chest surgery because the thopaz device showed unstable air leaks.  Initially, soon after the thopaz device was powered on, the air leak was at 150 ml.  After the patient's body, while in a laying position, was moved a little, the air leak rose to 1000 ml and there were some fluids. The patient was on a ventilator during the surgery and the 1000 ml of air leak remained for 5-6 minutes. Afterwards, the air leak remained at 350 ml for 20-30 minutes.  At that point, the chest was re-opened, however, no air leak was confirmed and the device was exchanged with another thopaz device and its accessories and the patient¿s air leak was without issue.